Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product investigation: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)-incomplete. The lot number is not currently available. Associated medwatch reports: 1221934-2018-54588, 1221934-2018-54586, 1221934-2018-54587.

Event description:
It was reported by an affiliate that in the hospital there have been false tripping with omnispan. The morning of the event, seams could not be set as desired. Omni meniscal repair 12deg (p/n 228141) and omnispan meniscal deployment gun (p/n 228143) were used. With two needles, both peek buttons came out at the same time, with one needle, the button did not come out at all. A similar device was used to complete the surgery, and no surgical intervention is planned. The user was very experienced. That's why you can not speak of a user error here. Both products were discarded thus no lot number is available. No patient harm reported. Surgical delay of 5 minutes. No complaint devices remained in the patient after surgery.